Manufacturer narrative:
This report is being supplemented to provide additional information regarding the final investigation. The device was not returned to olympus for inspection, therefore, the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the tip on the electrosurgical knife fell off. The reported issue was discovered during a therapeutic procedure when the knife was removed from the working channel. The knife was set aside and a new knife was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.